Event description:
Resident was being transferred with a floor lift from bed to chair by two staffs. During the transfer, the resident became agitated and tried to strike out at the staff. When he swung his arm at the staff, the lift tipped over, staff cannot confirm if the base of the lift was open or closed but the brakes were not on. Resident had lacerations to the head and left arm, was sent to emergency room for observation and treatment, but was not hospitalized.

Manufacturer narrative:
The report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR¿s sales and service unit subsidiary division, not a direct employee of the MFR. Add¿l info will be provided following the conclusion of the MFR¿s investigation.